Event description:
It was reported that the right ventricular lead exhibited noise reversion episodes. The patient was asymptomatic. The lead was capped and replaced. No patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.